Manufacturer narrative:
No moisture damage was noted on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. There was no fluid under lcd noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. See manufacture report number 2032227-2015-33483 for reservoir.

Event description:
Customer reported via phone call, the reservoir compartment from the insulin pump was wet. Customer stated the device was exposed to moisture, inulin. Her blood glucose was 450 mg/dl, treated with shots. The inulin leaked from reservoir into the compartment, fluids went under the lcd display. The device wasn't dropped and no cracks were noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.